Event description:
It was reported via a postmarket registry that the pt was experiencing severe pain as the pump was not delivering medication; the pump reservoir was full upon investigation. The pt was taken to surgery where it was determined that the pump had flipped inside the pocket multiple times, and kinking of the catheter was noted at the site of entry into the dura. Cerebrospinal fluid was leaking back through the wound. The pump and catheter were replaced. Sutures were placed over the site of csf leakage to occlude wound. The pump contained morphine sulfate, bupivicaine, clonidine and baclofen. The pt recovered without sequela. Same as MFR's report #2182207-2007-00115.